Event description:
It was reported that a trochanteric fixation nail inserter and driving caps have been fused together and cross threaded and cannot advance it, tighten it down. It was also reported that the items cross threaded after inspection during a routine set restock. User was trying to put it together to check it and it got stuck together. This did not occur during a procedure. There is no patient involvement or adverse event. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/ explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.